Event description:
Reporter alleged blood glucose result have been erratic lately, however, no values could be provided. It was stated a 5 pm customer felt sweaty, shaky, and dizzy and glucose tested at 27 mg/dl so customer ate some candy and waited 11 minutes before taking another test which measured 25 mg/dl. Customer stated calling the ambulance which arrived within 2 minutes and tested within another 8 minutes which was 33 mg/dl on their meter. Customer reported the emergency medical technicians (emts) administered glucose via mouth and retested on their meter 4 minutes later which measured 43 mg/dl. Reporter indicated the emts tested customer 40 minutes after treatment and their result was 97 mg/dl compared to the customers' meter result of 43 mg/dl taken immediately afterwards. No additional treatment or actions reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.